Event description:
This event was captured based on a literature review. It was reported that on (B)(6) 2012, the patient presented with an acute myocardial infarction. On (B)(6) 2012, an everolimus drug eluting stent (des) was implanted in the third mid circumflex lesion. Six months after the procedure, the patient returned to the hospital and presented with stable angina, class ii (according to canadian cardiovascular society classification). A cinecoronariography revealed in-stent restenosis. The restenosis was treated with a non-abbott stent and the patient is asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.